Event description:
The customer contact reported a burning smell. At an unspecified date and time, the device was programmed to deliver an unspecified medication. No further programming parameters were provided. After an unspecified length of time, the nurse noted a burning smell from the device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, it was noted that the device power supply was burned. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.